Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous lad vessel, with moderate calcification. During the procedure a 2.50 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment, the guide catheter was present in the vessel. During the inflation at 4 atm, the balloon ruptured. The device was removed from patient without complication. The procedure was successfully completed with another same device. There was no patient complication, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic and leakage testing was performed on the device. A detailed microscopic examination of the balloon material identified a 7mm longitudinal balloon tear at the proximal section of the balloon body. An attempt was then made to inflate the balloon to 14 atmospheres as per agent instructions for use, however, a leak was noted coming from the 7mm balloon tear at the proximal section of the balloon body. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous lad vessel, with moderate calcification. During the procedure a 2.50 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment, the guide catheter was present in the vessel. During the inflation at 4 atm, the balloon ruptured. The device was removed from patient without complication. The procedure was successfully completed with another same device. There was no patient complication, and the patient was in good condition after the procedure.